Manufacturer narrative:
The reported event of no lv output/no pacing was not confirmed. The device was above elective replacement indicator (eri) level with cautery marks on the can upon receipt. Electrical and mechanical analysis performed indicates normal functionality. Further analysis of the output signal under field settings found normal pacing, and normal output. Additionally, visual inspection of the header and connectors did not find contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient experienced near syncope due to pacemaker exhibited pacing inhibition. The pacemaker was explanted and replaced. The patient condition was not known.